Event description:
This is report 1 of 1 for complaint number (B)(4).

Event description:
It was reported that during an intertrochanteric nailing, the nut broke from the shaft of the helical blade coupling screw. Sales consultant had a back up set that was used to successfully complete the procedure. Patient was not harmed. Screw is available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The shaft connection was still welded into the knob. The fracture surface was homogenous, which indicates material uniformity. There were numerous deep dents on the top and edges of the knob and there were circumferential scratches around the shaft just below knob to shaft joint. The threads on the end were still intact and a helical blade was successfully attached to the coupling screw. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design and drawings showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique, could result in loading conditions that may lead to breakage. The returned device was manufactured in november 2005 and is over 6 years old and shows evidence of being used or hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design. Original awareness date is (B)(6) 2012. New information was received (B)(6) 2012.

Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.